Event description:
Caller alleged discrepant results compared with lab. Results as follows: date 05/21/06, inratio 4.6, lab 3.3; date 05/17/06, 6.4, lab 4.33; date 05/31/06, inratio 3.7, lab 2.89; date 05/31/06, inratio 4.1, lab 3.3; inratio 5.4, lab 4.42; inratio 1.3, lab 2.66*; inratio 6.3, lab 3.94; inratio 5.3, lab 5.38; inratio 2.5, lab 1.85; inratio 6.6, lab 5.66; inratio 4.4, lab 3.05; inratio 1.6, lab 1.3; inratio 3.5, lab 2.9; inratio 2.2, lab 2.1*; inratio 4.3, lab 4.2*, inratio2.5, 1.98; inratio 1.2, lab 2.66*; inratio 1.8, lab 1.65; inratio 1.5, lab 1.39; inratio 4.9, lab 3.7; inratio 2.8, lab 2.63; inratio 1.9, lab 1.9.

Manufacturer narrative:
See scanned table. Per internal procedure, tr 0150, the calculated mean of the inratio meter and comparative system inr were calculated. The confidence limits could not be determined. Products will be investigated.